Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor error, after which they experienced a hypoglycemic event. When the sensor error occurred, the patient noticed this but did not take a fingerstick. The patient was at a restaurant at that moment, and when the patient was in the car going home, about an hour later, they experienced dizziness. No treatment was provided in the car and when the patient arrived home, they experienced a seizure and loss consciousness. The patient was given electrolytes and water, and regained consciousness after 2 hours. No ambulance was called and the patient recovered at home. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.